Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding patient data or further event details. Device labeling addresses the possible outcome of a broke device: the balloon is supplied positioned within the placement catheter assembly. Inspect the placement catheter assembly for damage. It should not be used if any damage is noted. A standby orbera¿ system should be available at the time of placement. A filling system is provided to assist in the balloon deployment.

Event description:
Healthcare professional reported "when product package was opened, it was noted that catheter was detached from balloon." The device did not make patient contact.